Manufacturer narrative:
Visual inspection of the returned instrument found signs of repeated use & small fragments fractured off, confirming the reported event. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02757, 0001822565-2019-02758. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Instruments returned as worn were noted to be fractured. No patient involvement was reported.